Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with juvéderm volbella® xc in the lips. 24 hour after, patient right lymph node behind ear swelled up and patient felt tired/weak for several days after. The symptoms have resolved.